Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of the rotawire drive. The rotapro used in the procedure was returned through complaint with the returned rotawire within the returned rotapro device. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 80cm from the distal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be fully reinserted due to the kink in the rotawire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck with the wire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending artery. A 1.50mm rotapro and a rotawire were selected for percutaneous coronary intervention (pci). The rotapro was prepared outside the body and platformed at 180,000rpm. The dynaglide mode was used when the burr was advanced into the lesion. During the procedure, the rotation speed was 165,000rpm. It was noted the burr was stuck in the rotawire, inside the patient during removal. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire devices. There were no patient complications, and the patient was good post procedure.